Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing worsening pain with stimulation. The patient underwent an ipg replacement procedure and additional two leads implanted. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.